Event description:
Reference number (B)(4). Event occured germany it was reported that, the patient faced infusion set's kinked cannula event on 04-apr-2025. Patient's blood glucose levels were 400 mg/dl. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.